Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. Multiple attempts have been made to contact the complainant to request additional information regarding the events as reported. To date we have not received a response from the complainant. Without a lot number a review of the manufacturing records is not possible. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: it has been reported that in 2008 the patient was implanted with a ventralex hernia patch. As reported the patient recently noticed a "string coming out of his belly button." When he tried to pull on the string it would not come out. His doctor told him the mesh had to be removed and underwent explant of the mesh in (B)(6) 2016.